Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that initiating a scan was not possible with the x-ray handswitch. Troubleshooting was performed and the site tried it with the footswitch. It seemed that with the footswitch it was working. The probable cause of the reported issue was a defective x-ray handswitch. The next step was to replace the x-ray handswitch. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000194, serial/lot#: (B)(6), h3: a medtronic representative went to the site to test the equipment. Handswitch was replaced. The imaging system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned handswitch. The issue was confirmed. When installed into a test system, the 2d, 3d and store buttons were intermittent when taking images. H6: b01, c02 and d02 apply to the concomitant product. B01, c07 and d02 apply to the system checkout. This regulatory report is being submitted due to a retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.